Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1. H3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. Codes b01, c10, and d18 are applicable. H3, h6) the system was serviced in the field. In summary, the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that while attempting to load an exam to the system the screen went black and forced the software to restart. The manufacturer representative then attempted to import the scan on the software on her laptop and the issue occurred again. She had to download to the navigation system and then export to a usb before the system would accept the scan. Additional information received from a manufacturer representative reported that during a transforaminal lumbar interbody fusion (tlif) procedure there were issues uploading the disc and screen went black. The case was completed and the screws were accurate. No patient harm was reported. Additional information received from a manufacturer representative reported that the procedure was delayed by 10 minutes. Case was completed with guidance system.